Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's analysis conclusion a specific cause for the report of bleeding groin seroma could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was seen in clinic for a routine visit. During the examination a seroma of the groin was noted. The seroma had been present since lvad placement. On 22aug2018, the area began to increase in size. Upon admission the seroma was the size of a baseball. Inr was noted to be 6.9 and cultures were obtained. The site administered a single does of vancomycin. The patient denies fevers, chills and discharge. It was detailed the skin around has slight erythema. The patient was discharged home with wet/dry dressing. The seroma was not fully healed but no longer bleeding. The event reportedly resolved on (B)(6) 2018. No further information was reported.